Event description:
It was reported that (1) device was used during a struma. It was reported by the affiliate that the h2tuv malfunctioned (no details). Another device was used to complete the case. There was no consequence to the patient.